Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Functional test: the depuy synthes service and repair technician reported the device required further testing at the vendor. The device was sent to the vendor for repair on 26-dec-2018. The supplier reported the tensioner could not be tested due to a jammed cable. The item is not repairable per the inspection sheet. DHR review revealed no issues related to the manufacture of the device. Conclusion: the complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot, part # 03.221.015, synthes lot # p114622, supplier lot # p114622, release to warehouse date: 01 mar 2012, supplier: pioneer surgical technology. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6. Device history lot part # 03.221.015, synthes lot # p114622, supplier lot # p114622, release to warehouse date: 1 mar 2012, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: visual inspection: pictures provided to customer quality indicated no obvious damage to the device. Functional test: the depuy synthes service and repair technician reported the device required further testing at the vendor. The device was sent to the vendor for repair on (B)(6) 2018. The supplier reported the tensioner could not be tested due to a jammed cable. The item is not repairable per the inspection sheet. DHR review revealed no issues related to the manufacture of the device. Dimensional inspection: relevant internal features were not accessible, therefore, a dimensional inspection could not be performed. Conclusion: the complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial report is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during cleaning/inspection, it was noted that the cable tensioner with pistol grip was not working properly. It was noticed that there may be a cable inside of the gun that the sales consultant cannot get to. There was no patient involvement. This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).